Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open, and device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected information: section h imdrf annex a and g.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open, and device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that drawer 2.2 row b was not detected on bus. A field service engineer (fse) ran hardware testing application to re-initiate hardware. Row b was re-detected. Drawer 2.2 auto-recovered after reboot but full height drawer 5 row b & c failed. The fse visited on site and reseated pyxibus & ribbon cable connection to drawer controller. Drawer auto recovered after reboot. The fse also reseated ribbon cable connection to drawers 2.1/2.2. Accessed drawer 2.2 row b & drawer 5 row b & c via inventory, and it was done successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open, and device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.